Manufacturer narrative:
On 12/7/2018, it was reported to mentor that the device history record (DHR) for the lot number 113953 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On 2/12/2019, device evaluation and investigation have been completed. The device was received with no fluid. Yellow material was observed within the device. No foreign material was observed on shell surface. During evaluation, two rents were observed on the anterior aspect extending to the posterior aspect, measuring approximately 1.5 cm and 2.7 cm. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this point is not possible to determine the origin of the yellow material found in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/12/2019, during evaluation of the sample two tears were observed on anterior and extending to posterior aspect (a and b) measuring approximately 1.5 and 2.7 cm respectively. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/28/18, it was reported to mentor that the left breast implant was saline mentor siltex round moderate profile 275cc , catalog number 3542640, lot number 113953. The date of implantation for the left breast implant was (B)(6) 1995. The patient experienced baker grade 2 capsular contracture on left and right breast implants. The patient has fully recovered after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor siltex round moderate profile 275cc, catalog number 3542640, serial number (B)(4), lot number 5844280. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 275cc on the right breast implant and saline mentor breast implant of unknown type on the left breast implant and experienced deflation on the right breast implant. The deflation was noticed by the patient. In addition, the patient experienced mild capsular contractures unknown baker¿s grade on both sides. As a result, the patient had undergone explantation as planned on (B)(6) 2018 and the replacement devices were gel mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4), lot number 7542664 on the right breast implant and gel mentor memorygel breast implant 275cc , catalog number 3507275mc, lot number 7628059, serial number (B)(4) on the left breast implant. The patient had tolerated the procedure without complications. This medwatch is for the left breast implant.